Manufacturer narrative:
Visual inspection found the device to be okay; however, functional testing indicated the values were not in tolerance. Results of functional testing indicate the fetal heart rate jumped up and down; when set to 120, it went below 100 and above 130. An electronic defect and corroded crystals were identified. Based on the information available and the testing conducted, the cause of the reported problem was an electronic defect and corroded crystals. The reported problem was confirmed the customer was provided a replacement device to resolve the issue.

Event description:
Philips received a complaint on the avalon us transducer indicating that the sensors measure incorrect values. The device was in use on patient at time of event, there was no adverse event reported.